Manufacturer narrative:
(B)(4). Date sent: 6/29/2016. Batch # l91m1y. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 20 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. The device opened and closed as intended during functional testing. Additionally the device was disassembled in order to verify the condition of the internal components and no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device locked in the closed position on tissue or vessel? Unknown. Was the device able to be opened? No. How was the device removed from the tissue or vessel? Unknown. Was there any damage to the tissue or vessel? None reported. If yes, how was the damage repaired? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None reported.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked in the closed position on tissue or vessel? Was the device able to be opened? How was the device removed from the tissue or vessel? Was there any damage to the tissue or vessel? If yes, how was the damage repaired? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the device jaw and firing handle are locked in the closed position. Customer mentioned that it was the first firing and it jammed shut on trying to fire the first clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.